Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) and incomplete coaptation could not be replicated in a testing environment. Additionally, the actuator mandrel was separated from the system and observed to be broken at the welded site. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported difficult or delayed activation (clip deployment) could not be determined. A cause of the reported incomplete coaptation (slda) could not be determined. The observed broken actuation mandrel appears to be related to the clip deployment issue and subsequent troubleshooting maneuvers, as turning, or pulling the actuator against resistance would likely cause a mandrel break. The observed separated actuator mandrel was due to procedural circumstances as the actuator mandrel was removed entirely from the system. The reported unchanged mr was due to the slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in report is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment. It is reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a anterior prolapse. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip (30118r1088) was inserted and placed on the mitral valve. While attempting to deploy the clip, it was observed the mandrel did not fully detach from the clip. Troubleshooting was performed and the clip was able to be deployed. However, after deployment, it was observed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted mr returned to a grade of 4+. To stabilize the slda, a third clip (20901r1014) was inserted. The leaflets were grasped, but mr did not reduce; therefore, the physician reopened to clip to reposition. When rotating the arm positioner counterclockwise, it was observed the clip arms jumped opened to roughly 150 degrees and the clip prematurely deployed. It was noted the clip remained attached to the lock line (ll). Very delicately, the physician was able to retract the clip into the left atrium (la) and was able to pull one of the clip arms into the steerable guide catheter (sgc). Both the sgc and the clip were then successfully removed from the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.